Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns therapy programming handheld was not performing as intended. Specifically, an "error executing sql comes on the screen when viewing the last parameters," and the handheld "couldn't perform an interrogation. Good faith attempts for further information, and the handheld for product analysis, are currently being made.